Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37602 lot# serial# (B)(4) implanted: 2015-(B)(6)explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had more difficulties with writing and the steps taken to resolve the issue was waiting. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was concerned their ins was getting weak because they started to shake. The patient as wondering if there was a new stimulator that would last longer. There were no further complications reported.